Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
The following was reported to gore: on an unknown date, the patient was implanted with a gore® acuseal vascular graft to repair an arteriovenous fistula in the left forearm. The patient tolerated the procedure. On an unknown date (approximately 21 months post implant), the doctor observed the cannulation site in the elbow, using ultrasound, appeared to be delaminated and hematoma.

Manufacturer narrative:
Additional manufacturer narrative: g5: combination product.